Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Belt (B)(4) was returned and evaluated at the distributor. Upon evaluation, the device was fully functional. No damage was observed to the electrode belt that would cause unintended energy or shocks to be delivered to the patient. There is no indication of a belt malfunction contributing to the reported skin irritation.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrode pads. The area was described as red marks that were burning. Additionally, the patient alleged that he was feeling little shocks from his lifevest on his skin when he was moving things at work and sweating that he thought was a treatment. The patient was issued a replacement belt. The patient reported that he was prescribed clobetasol propionate and later an unknown cream to use on the irritation. During a final follow up, the patient reported that the red irritation had resolved. A review of the associated software flag data shows that the patient did not receive any treatment shocks while using the device. Belt (B)(4) was returned and evaluated at the distributor. The belt was fully function and there was no damaged to suggest the device caused or contributed to the reported skin irritation.